Event description:
The user facility reported the gas transfer performance deteriorated during an emergency procedure for a mar tap case. Follow up communication with the user facility confirmed: the gas transfer performance deteriorated during the extracorporeal circulation; fio2 was increased to 100% with successful results; the device was not changed out for a new one; the procedure was completed successfully with no harm to the patient; and the patient is reported as "doing ok."

Manufacturer narrative:
The actual sample was returned to the manufacturing facility in (B)(6) for evaluation. Visual inspection confirmed there were no anomalies or breaks. Performance testing confirmed the gas transfer rate met product specifications. A review of the device history record revealed no product or manufacturing related anomalies, and a search of the complaint files did not find any other report with the involved product code and lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as "start gas supply with v/q = 1 and fio2 = 100%, then make adjustments based on blood gas measurements" and "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 20l/min for 10 seconds. Do not repeat this flushing technique even if oxygenator performance is not improved." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).